Manufacturer narrative:
UDI number: (B)(4). It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. According to literature review, prosthesis¿patient mismatch (ppm) occurs when the effective orifice area (eoa) of the prosthesis is physiologically too small in relation to the patient's body size, thus resulting in abnormally high post-operative gradients. According to varc-2, severe ppm is defined in the aortic position by an indexed effective orifice area of <0.65 cm2/m2, and the incidence of severe ppm after surgical aortic valve replacement ranges between 2% and 20%. The presence of ppm is prognostically important because ppm results in higher valve gradients. The risk of ppm can be anticipated at the time of avr by calculating the predicted indexed from the normal reference value of eoa of the selected prosthesis and patient¿s body surface area. Ppm is characterized by high transprosthetic velocity and gradients, normal eoa, small indexed eoa, and normal leaflet morphology and mobility. Transesophageal echocardiography and multidetector computed tomography are particularly helpful to assess prosthetic valve leaflet morphology and mobility, which is a cornerstone of the differential diagnosis between ppm and pathologic valve obstruction. Severe symptomatic ppm following avr with a bioprosthetic valve may be treated by redo surgery or the transcatheter valve-in-valve procedure with fracturing of the surgical valve stent. Per the IFU, incorrect sizing of the valve may lead to residual gradient (patient-prosthesis mismatch). Residual mean gradient may be higher in a ¿thv-in-failing bioprosthesis¿ configuration than that observed following implantation of the valve inside a native aortic annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. It is important that the manufacturer, model and size of the preexisting bioprosthetic valve be determined, so that the appropriate valve can be implanted and a prosthesis-patient mismatch be avoided. Additionally, pre-procedure imaging modalities must be employed to make as accurate a determination of the inner diameter as possible. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the increased gradient is unknown. It is possible that patient factors (ppm and the progression of pre-existing disease processes) may have been a contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from implant patient registry (ipr), approximately 2 years and 4 months post transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 valve in the aortic position, the valve was explanted and replaced with a surgical valve.  The reason for the explant is due to patient prosthetic mismatch. Per medical records, the patient with history of aortic stenosis s/p avr (2009) with 23mm non-edwards surgical valve. In 2017 the patient developed prosthetic valve failure and redo avr was recommended as there was concern of possible patient-prosthesis mismatch with a tavr valve. However, the patient had recently fractured her hip and was still recovering thereof. The patient decided to go with tavr in early 2018, which had persistently elevated gradients consistent with patient prosthesis mismatch. The patient was sysmptomatic and was referred back for redo avr surgery. She was also noted on recent echocardiogram to have a mobile mass on the anterior leaflet of the native mitral valve, which appeared to be either healed vegetation (unlikely an organized thrombus or potentially a fibrillar stoma). Per the surgeon, the patient was found to have a severely calcified aortic root. The s3 valve and mosaic valves were explanted. The native valve was excised and the very small mobile mass on the mitral valve was removed. A 23mm edwards surgical valve was successfully implanted. The patient tolerated the procedure well and there were no complications. The patient was discharged in stable condition on post-operative day 5.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.